Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings of tampons seem to unravel [device breakage]. Applicators not pushing through to insert tampon [complication of device insertion]. Applicators not pushing through [device deployment issue]. Case narrative: consumer reported via e-mail that applicators are not pushing through appropriately to insert tampon and the string seems to unravel. No serious injury reported.